Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There has been no other complaints reported in the lot number. Add'l info was requested and rec'd. (B)(4).

Event description:
A surgical tech reported a pt who had an intraocular lens (iol) exchanged due to blurry vision. Add'l info was rec'd from the tech who indicated that prior to the initial iol implant surgery, the pt had a normal eye examination and postoperatively she had a "perfect outcome' from day one; however, the pt reported fuzzy vision, especially her reading (near) vision, per the tech, the outcome of the event is unk.